Event description:
It was reported that the patient presented during clinical follow-up. Investigation noted that the left ventricular lead exhibited failure to capture and dislodgement. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture were unconfirmed. As received, a complete lead was returned in one piece. Visual inspection and electrical anomalies did not identify any anomalies.